Event description:
I was using freestyle libra 3 plus by abbott, and for about 2 months continued to receive low readings ranging from 52 - 69. I would receive between 3 - 5 low readings a day. I had to contact one of the vps of abbott to even get someone to speak to me. I was told that either I had put the sensor on wrong, that I was not using the system correctly, and that the sensors are not meant to verify my glucose levels but that I must also use my glucometer at the same time. First why I was blamed is shameful. Second no I should not have to use my glucometer at the same time, but only for verification purposes. I tracked for about a month and during that time I went through 3 sensors. Pt code: 4582. Device code: 1535. Referencing reports mw5179981, mw5179982, mw5179983, mw5179985, and mw5179986.